Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they felt little shocks since implant. Patient stated they had to pay more attention to it because they might be confusing it with the tingling sensation. Patient service reviewed information and redirected patient to their healthcare provider to further address the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that yesterday (B)(6) 2024 they felt a funny little sting in their left leg. Patient said the sensation was off and on most of the day and today they didn't think they felt the sensation. Patient services reviewed how to connect to implant and change settings. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from a patient. They reported that the funny little sting in their left leg was related to the shocking sensation felt previously. They reported that there were no steps taken to resolve the issue and they guess that's what happens and felt like a bee sting and happened all over the body now. When asked, had this been resolved, they stated no and no further action will be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.